Event description:
Boston scientific received information stating: lead exhibited a low pace impedance. Lead revision may be performed in future. No adverse patient effects. Herzzentrum coswig germany event date (B)(6) 2011 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).